Event description:
The patient contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) has been running in the 200mg/dl after educator changed settings in pump. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that they are not using otp pump right now but she set both 2020 and otp pump with settings. Customer support advised they could assist with reviewing settings to confirm they are correct. This report is made based on the allegation of the history settings (inaccurate delivery) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.